Event description:
A caller reported an issue with a cgm error 42 occurring in their glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information. After completing the pump reset, the cgm error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.